Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2022-04227. It was reported that the patient's l5 lead had migrated and the ipg is moving. It was noted that the patient had lost significant weight. Surgical intervention may occur.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention on (B)(6) 2022 during which the lead was replaced and the ipg was repositioned deeper in the pocket. Effective therapy was established post-operatively.